Manufacturer narrative:
Pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self-test. No unexpected motor alarms or motor anomalies were noted during testing. Thump software was utilized and downloaded trace/history files properly. No unexpected motor alarms were noted in the history files or traces on the event date. Test p-cap and reservoir locked properly into reservoir compartment during testing. Pump was cut open to perform visual inspection and found¿no evidence of physical or moisture damage on the electronic assembly, motor or force sensor. The following were noted during visual inspection: scratched case. In conclusion, pump passed all required testing.¿ unable to verify customer alleged for low bgs. Possible over delivery was not confirmed during testing. Flashing medtronic logo was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia with a blood glucose value of 61 mg/dl at the time of the event and reported the insulin pump had a flashing medtronic logo. The customer reported hypoglycemia treated with glucose tablet. The event involved product(s) mmt-1884. Troubleshooting was partially performed for low blood glucose and performed for display issue. It was found that the customer had used the insulin pump system within 48 hours of the reported low blood glucose event. The flashing medtronic logo issue was not resolved. No further patient complications were reported. The customer will discontinue to use the device. Mmt-1884 was requested and customer response was the device will be returned.